Manufacturer narrative:
Manufacturer's ref# (B)(4): on 19-dec-2022: trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: there are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. However, to prevent any others being harmed going forward recommend user guides updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours and also make changes to the connector so that it is more robust /less likely to fail when it is accidently misused. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register no further investigations are expected. This is a final submission. On 22-nov-2022: the current information indicates need for reporting. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation results: the returned apollo 5.3 charger is returned because the usb-c connector is broken down. The returned device has signs of heating around the usb-c connector, also the cable shows signs of heating. The charger is fully functional except of the connector. It can charge two hearing aids. The internal battery is working. The usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Based on the current information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
On 19-dec-2022: no harm to patient. No further information expected. On 22-nov-2022: on 01-oct-2022 (best estimate) user brought in charger with cord melted at charger port. User did use a plug that was not designed for the charger. A replacement has been sent. Awaiting further information on event.

Manufacturer narrative:
Manufacturer's ref# (B)(4): (B)(6) 2022: the current information indicates need for reporting. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation results: the returned apollo 5.3 charger is returned because the usb-c connector is broken down. The returned device has signs of heating around the usb-c connector, also the cable shows signs of heating. The charger is fully functional except of the connector. It can charge two hearing aids. The internal battery is working. The usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Based on the current information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
(B)(6) 2022: on (B)(6) 2022 (best estimate) user brought in charger with cord melted at charger port. User did use a plug that was not designed for the charger. A replacement has been sent. Awaiting further information on event.